Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The universal surgical manipulator (usm) was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. The reported complaint was confirmed but not replicated during failure analysis. The unit was tested on an in-house system and passed normal mode without any errors. Errors were not available from the field error logs. The unit passed direction test, carriage lissajous, sensor check, sine cycle, brake test, carriage switches, fan test and fiber test. Root cause of this failure is attributed to component failure.

Event description:
It was reported that during a da vinci-assisted hysterectomy - benign surgical procedure, the customer experienced articulation issues with multiple different instruments and two different drapes on the universal surgical manipulator (usm). One of the discs on the sterile adapters was not engaging properly. The procedure was completed with no injury to the patient.